Manufacturer narrative:
During testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 20.400 psi, which is outside the acceptable range of 22¿38 psi. A review of the device¿s serial number history did not identify any prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 312 to 295 and the 4 psi calibration value from 383 to 374. Following recalibration, the device passed the 30 psi and 8 psi occlusion pressure tests with measured values of 23.120 psi and 4.270 psi, respectively, which are within specification. A CAPA was initiated to investigate the root cause for the occlusion failure mode. The device also failed the ground resistance test with a measured value of 0.189 ohm. The acceptance criterion for this test is less than 0.1 ohm. The power filter screws were tightened, and the device was retested; however, it failed the ground resistance test again with a measured value of 0.112 ohm. The power filter screws were tightened again, and the device subsequently passed the ground resistance test with a measured value of 0.095 ohm, which is within specification. A review of the device¿s serial number history did not identify any prior similar complaints. The probable cause was determined to be a component failure. A CAPA was initiated to investigate the root cause for the ground resistance failure mode. Reference to complaint #: (B)(4).

Event description:
During testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 20.400 psi, which is outside the acceptable range of 22¿38 psi. The device also failed the ground resistance test with a measured value of 0.189 ohm. The acceptance criterion for this test is less than 0.1 ohm. No patient involvement was reported.